Event description:
It was reported that a clearlink system y-type blood/solution set separated during patient therapy causing a leak. It was reported that when the nurse spiked the blood bag, the tubing separated between the spike and the roller clamp. Then the blood leak was observed. There was patient involvement reported, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned; therefore, an evaluation could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.